Event description:
It was reported that the intellivue mx750 patient monitor did not alarm for a asystole alarm. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
This complaint is a supplemental to 1218950-2024-00565 due to incorrect registration number used. A philips clinical support specialist reviewed the information provided. Based on the picture of the strips, the monitor has interpreted the p-waves as qrs complex (n or s) and therefore did not sound the alarm. The customer was advised that if they change to single lead analysis or used the v2 as the primary they would have received the appropriate alarm. Additional information was requested in regard to the audit logs, but the response stated that there was no patient data available for review. Based on the information provided the monitor has interpreted the p-waves as qrs complex (n or s) and therefore did not sound the alarm, if the alarm is not generated at the bedside the pic would also not sound any alarms. The customer was provided information regarding the st/ar algorithm used for arrhythmia analysis. (B)(6).